Manufacturer narrative:
The pod arrived fully deployed. A tear was observed on the unexposed portion of the soft cannula, from which fluid was able to leak. Corrosion and fluid damage was observed on the printed circuit board, mechanism rails, and commutator cap. Download data was not retrievable for the device as a result of the internal leak. As such, it could not be determined if an alarm was generated during operation. The internal leak is confirmed as the root cause of the internal corrosion and fluid damage. It could not be conclusively determined if the observed leak is related to the reported alarm.

Event description:
It was reported the patient's blood glucose level rose to 429 mg/dl while wearing the pod between 4 and 24 hours. The patient reported receiving a hazard alarm while delivering a bolus. Treatment information was not provided.